Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor also has corroded battery tube. However, the insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump has minor scratches on the lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was 139 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Alarm history showed no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.